Manufacturer narrative:
(B)(4) date sent: 6/29/2029 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device cdh31p lot number a98r1z and no non-conformances were identified. Additional information was requested and the following was obtained: to the best of my knowledge there were no patient consequences. The patient has been discharged. And no change in the post-operative care of the patient as a result of this event. The donuts were complete and the leak test negative. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, that a few unformed staples were visible in the bowel lumen when scoping the anastomosis. Both doughnuts were intact and lek test was negative. No patient consequences were reported.